Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the locking components and blades were damaged on the motor device. It was further determined that the pin in the tool coupling was missing, the hose was defective, the handpiece was blocked and the pin coupling was missing. It was further determined that the device failed pretest for housing pin height, loctite-housing pins - no movement detected cutter lock, safety, temperature, noise assessment, rotational speed and oil leak. It was noted in the service order that the hose was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.